Event description:
Additional information was received that a year and five months after the initial allegation of erosion and subsequent revision, this system once again eroded and required a full system explant. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion which resulted from a device migration. The device was repositioned and the leads remain in service. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.